Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo sling was implanted on (B)(6) 2016. According to the complainant, as a result of the implantation of the pelvic mesh device, the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and economic damages. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.